Manufacturer narrative:
A photograph of the device was analyzed but no anomalies were found. Attempts were made to determine traceability of the device. Device was traced to the mfg facility based on the model number t8043. The device was labeled "sample, not for clinical use." The device was originally sent to (B)(6); however, the device was used in surgery in (B)(6). The distal threaded tip separated from the u-joint during surgery. The tip was successfully unscrewed from the cup while the cup remained in place. No pt injury occurred. No conclusions can be drawn as this device was never intended to be used for clinical purposes and the device was not provided to greatbatch as requested. Labeling will be evaluated to ensure that sample devices are prominently labeled as "not for clinical use" to prevent further incidents of misuse.

Event description:
Title: xxxxx. Event desc: the pt was having a right total hip arthroplasty by direct anterior approach. During the insertion of the cup, the cup inserter device tip broke. The tip was successfully removed. Upon inspection, the device was noted to have "sample not for clinical use" inscribed. What was the original intended procedure: right total hip arthroplasty. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).